Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the displacement test and self test. Format history file analysis confirmed pump error 63 (variable 3) due to open traces. Unit received with cracked retainer and pillowing keypad overlay. Unit received with pump error 4, formatted history confirmed due to software error. Unit received with cracked retainer, cracked battery tube threads, pillowing keypad overlay, fading serial number label and cracked case corner of belt clip rails.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm during self-test. The customer¿s blood glucose level was 123 mg/dl. Customer was assisted with troubleshooting. Customer had fell and bumped the insulin pump and had crack on the back where it goes from where the battery was all the way down the edge from behind the left side where they put the clip edge towards the front. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer states fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.